Manufacturer narrative:
Batch review performed on 20 september 2021: lot 2001308: (B)(4) items manufactured and released on 31-mar-2020. Expiration date: 2025-mar-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2004513. Batch review performed on 20 september 2021: lot 2004513: (B)(4) items manufactured and released on 22-june-2020. Expiration date: 2025-may-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. 11 months after the primary surgery, the surgeon revised the head and liner. The surgery was completed successfully.